Event description:
It was reported that there was a pinhole sized hole above the twist clamp of the minicap transfer set which resulted in a leak. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event, however the patient was treated prophylactically with intraperitoneal (ip) and oral antibiotics. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection was performed and a hole in the tubing near the twist clamp was observed. A leak from the tubing holes was identified during leak testing. Clear passage and clamp function testing were performed with no issues observed. The reported condition was verified. The cause of the hole in the tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.